Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a procedure for removal of prostate and bladder. A week later, the patient was taken back to the operating room after experiencing severe pains, cramping, and abdominal distensions. It was discovered the patient was septic and had developed an intra-abdominal abscess caused by the failed staple line due to incomplete staple formation.